Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The control panel assembly was replaced, and the unit was returned to service.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected during a case. The unit would not initiate mechanical ventilation unless the bag/vent switch was toggle a few times. There is no report of patient injury.